Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was sealed in the bd plastipak¿ luer-lok¿ syringe sterile packaging. The following information was provided by the initial reporter: "it has been found within our perioperative department that a hair has been sealed within the sterile packaging of a 20ml luer lok syringe."

Event description:
It was reported that a hair was sealed in the bd plastipak¿ luer-lok¿ syringe sterile packaging. The following information was provided by the initial reporter: "it has been found within our perioperative department that a hair has been sealed within the sterile packaging of a 20ml luer lok syringe."

Manufacturer narrative:
H6: investigation summary no samples or pictures received for investigation. A device history review was performed for the reported lot 2112042 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, possible root cause is human error. H3 other text : see h10.